Manufacturer narrative:
Response to FDA 483 homedics inspection 12/2006. Evaluation revealed heating pad wires were overheated when pad was placed "under" consumer for long periods of time. Labeling states "place pad on top of and not under the part of the body needing heat . . . " also had odor of liniment and labeling states "do not use this pad with liniment, salve or ointment preparations that contain heat producing ingredients.

Event description:
No user injuries. User claims heating pad auto shut-off feature did not work and heating pad melted causing damage to pillow.